Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components which includes cap piercer, syringe pump assembly, t-valve assembly, dual motor driver smart module and level sense assembly to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported that the unicel® dxc 800 pro synchron system generated multiple erroneous and suppressed (no value generated) patient results for ast (aspartate aminotransferase), dbil (direct bilirubin) and tg (triglyceride). The erroneous results were not reported out of the laboratory. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.